Event description:
Our child has type 1 diabetes and is on the omnipod 5 autonomous insulin delivery system, and this has been a repeated problem. The omnipod pump connects to his dexcom cgm and varies it's insulin delivery based on current and predicted blood sugar levels. Most of the time the system works well, but occasionally if his blood sugar is low we run into a programming problem. When his blood sugar drops unexpectedly, we treat the hypoglycemia, and as the levels start to rise back up the pump will deliver more insulin. This is how it should operate, except it will deliver insulin at dangerously low levels before he can come up to a safe range. Example, he dropped down to 44mg/dl (dangerously low), but when he had only come back up to 56mg/dl, the pump delivered another 0.05 units of insulin, causing him to drop right back down into the 40's. We have contacted omnipod repeatedly about this issue and they can only tell us that the pump is working at is should. The company states the pump will never deliver a basil insulin dose at a blood sugar level of less than 70mg/dl but this has happened at least a dozen times over the past year. We have repeatedly reported it officially to omnipod and asked for a user settable level for a minimum basil bg to insure it won't deliver insulin at less than 80mg/dl, but they will not allow it. While generally we like this product, it has a dangerous flaw in the algorithm that they refuse to address. No type 1 diabetic should ever be receiving insulin from a pump at levels of 56mg/dl. FDA safety report ID# (B)(4).